Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a blood glucose level over 400 mg/dl. Customer was taking a break from the pump. Customer has changed their site about 10 times. Customer has not eaten and has called their hlth care provider. Customer will be sent a replacement pump. Customer also had a low blood glucose level from being off the pump. Customer's blood glucose level is now 159 mg/dl. Customer had to switch her infusion sets because she is thin. No further assistance needed.